Event description:
It was reported that the inflatable penile prosthesis (ipp) was too hard to pump and sometimes, the device auto deflates. It was also reported patient experienced pain. A surgical procedure was performed to replace the system without patient complications.